Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 399.082. Lot number: 5943047. Manufacturing site: (B)(4). Release to warehouse date: 28 july 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the reduction forceps with serrated jaws were unable to grasp. There was no patient involvement. There is no additional information available. This complaint involves one (1) device. This report is for one (1) reduction forceps with serrated jaws-soft lock®. This is report 1 of 1 for (B)(4).